Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of intraocular lens (iol) haptic extended beyond the device and the lens would not advance any further. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Only the device was returned. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle. No damage was observed. The lens was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause could not be determined for the reported complaint. Only the company device was returned for evaluation. No damage or abnormalities observed with the company device. The lens was not returned for evaluation or in the device as described. The instructions for use (IFU) instructs: during device preparation and implantation of the company iol with the preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).